Event description:
Ventilator was alarming o2 measurement failure. Fio2 box on ventilator was reading "err".====================== manufacturer response for ventilator, vn500 (per site reporter).====================== the manufacturer representative wanted me to send him the ventilator logs to check for errors. I tried to do a device check on ventilator it failed 4 times on o2 sensor calibration also the o2 supply & air supply were coming up blank in the check box. Ran a test on ventilator it was alarming o2 measurement failure.